Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter rec'd the device in question. The device evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported that a device displayed an error code 322 message. Any patient involvement, injury or medical intervention is unknown.